Event description:
The customer called philips in response to fco86100188a in which the ac power module was intermittently not charging and led indicator issues. The device was not in use on a patient.